Manufacturer narrative:
The device was manufactured between november 01, 2018 - november 02, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink continu-flo solution set leaked. The leak was observed between the set tubing and drip chamber; the components were separated. The leak occurred during priming before patient use. There was no patient involvement. No additional information is available.